Event description:
Caller reported cgm error 42. Blood glucose level was not adversely impacted. Customer was given complete pump reset instructions and successfully reset the pump, resolving the error and starting a new sensor session.